Manufacturer narrative:
No returns were received for testing from the customer. Three samples were tested for ampoule breakage. No anomalies were noted. Each ampoule contained a pre-installed ampule opener. The batch history record and ampoule incoming results were also reviewed with no discrepancies noted. Batch history review also noted that each ampoule had a disposable ampoule opener inserted into the packaging. Complaint data was reviewed and there are currently no trends for this type of issue. No corrective actions are warranted at this time. Bd will continue to monitor this type of issue.

Event description:
A customer was opening the glass ampoule when it cracked, cutting the pad of his thumb. The tech washed the cut with soap and water. He visited the occupational health department where he received a bandaid for the affected area and a tetanus shot as a precaution.